Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed on a lead. Electrical function of the lead was tested with no anomalies found. Lead was capped. Patient was stable following the procedure.